Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Possible models could include: 6943, 6966, 6945, 6936, 6963, 6937, 6933, 5024m. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: prevalence of central venous occlusion in patients with chronic defibrillator leads. American heart journal 2001;141:813-816.

Event description:
A journal article was reviewed which contained information regarding implantable tachy leads. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that several patients developed venous occlusion with chronic defibrillator leads requiring lead revision. The status of the leads is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.